Manufacturer narrative:
(B)(4). Eval, results: (kink), (small in diameter iliac vessels 5-6 mm in diameter). Eval, conclusion: (small in diameter iliac vessels, 5-6 mm in diameter).

Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 8 years ago. Aneurysm and vessel morphology at the time of implant and currently are unk. The iliac vessels have severe tortuosity and are small in diameter. Currently there is disease progression with aortic neck dilation and elongation. The pt was lost to f/u; the pt was last seen one year after initial implant. On an unk date the contralateral iliac stent graft limb was occluded and a femoral to femoral bypass was performed. A CT demonstrated that the stent graft has migrated with a type I endoleak present. (Ref MFR# 2953200-2011-00006 and 2953200-2011-00007). The physician plans to treat the pt this month with a talent converter device. It was reported that the pt was treated approx one month ago. Currently the external iliac arteries are severely calcified, severely tortuous, and narrow in diameter, 5-6 mm in diameter. The existing occlusion on the left side seemed distal to the stent graft; pt was lost to f/u. An intervention was attempted on the right side to deliver a talent converter; however, the device could not be advanced to the intended landing zone. There was balloon dilatation and pushing, but the device could not be advanced due to the extreme tortuosity of the external iliac. The device crimped/kinked. Another talent converter device (ref MFR# 2953200-2011-00547) also could not be delivered and kinked. A 32 mm endurant cuff was able to be delivered and complete the case without issues and resolved the type I endoleak. No additional clinical sequelae reported, and the pt is fine.